Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated she is no longer using product.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product is not stored according to specification and it is stored in the bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is 6-9 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) corrections as of 1-oct-2019: h11: most likely underlying root cause changed from mlc-22: client is testing with expired test strips to mlc-6: passed expiration date. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated she is no longer using product.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product is not stored according to specification and it is stored in the bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is 6-9 months ago. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrections as of 1-oct-2019: h11: most likely underlying root cause changed from mlc-22: client is testing with expired test strips to mlc-6: passed expiration date. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-6: passed expiration date. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated she is no longer using product.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results or reported symptom. The product is not stored according to specification and it is stored in the bathroom. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is 6-9 months ago. The meter memory was not reviewed for previous test result history.